Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04495. It was reported that the patient went into ventricular fibrillation (vf) and maximum shocks were appropriately delivered by the device. None of the shocks were successful and the patient was externally shocked at the ER. After various programming attempts to obtain a successful dft, an azygos coil was implanted. A successful dft was unable to be obtained, so the lead was capped and replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure.